Event description:
(B)(4). I have joint pain, low back pain, hip pain mostly in the right hip, shooting pain from back to feet, neck stiffness and pain, shoulder stiffness and pain, limited mobility in left shoulder, weakened grip bilaterally, failing vision, daily headaches that I take med for, migraine every 3 weeks or so, palpations that I take med to control, fatigue, hot flashes, thinning hair, restless leg syndrome, crawling feeling in feet, burning sensation of my skin upon contact, vaginal dryness, repeat yeast infections, bloating of belly, hands, legs and face, was diagnosed with fibromyalgia (B)(6) 2011, tried 3 meds without relief, depression and suicidal from meds, left a 10 year career as a corrections officer due to daily, constant pain.